Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found procedural damage to the outer insulation in multiple locations at the proximal region of the lead. The cause of the reported event was isolated or procedural damage.

Event description:
During an unrelated device exchange procedure for normal eri, lead insulation damage was noted on the right atrial (ra) lead. It is unknown if it was damaged occurred during the device exchange preparation. The ra lead was explanted and replaced to resolve the event. The patient was stable.